Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Cardiac arrhythmia is a known potential adverse event associated with the use of this valve, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of implant of the percutaneous aortic valve. (B)(4).

Event description:
Medtronic received information that one day post implant of this bioprosthetic valve, an episode of asymptomatic bradycardia was observed, so temporary pacing wires were turned on and the rhythm converted to normal sinus rhythm (nsr). The temporary wires were turned on and off multiple times for bradycardia throughout hospitalization. A short run of atrial fibrillation (afib) around 140bpm converted spontaneously back to nsr. No additional intervention was noted and no adverse patient effects were reported. Six weeks post- implant, a permanent pacemaker was implanted due to bradycardia with trifascicular block, resolving the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.